Event description:
This lead was implanted on (B)(6) 2010 and is still on active implant till this present day. The physician was dr. (B)(6) at (B)(6) hospital east in (B)(6), tn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).